Event description:
It was reported that during a da vinci-assisted low anterior resection (lar) surgical procedure, the monopolar curved scissors (mcs) instrument had 1 life but when seated on the arm it showed the instrument was expired. The instrument was working at the beginning of the procedure but the surgeon could not apply energy mid procedure. Interoperation cleaning, changing the cord, and adjusting the energy level up to 6 didn't work. A backup instrument of the same type was used and the procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) made follow up attempt to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the monopolar curved scissors (mcs) instrument involved with this complaint and completed the device evaluation. Failure analysis investigation revealed the instrument was placed and driven on a test system and was found to have 1 life remaining also verified by log files. There was no problem detected. Additional finding reported by site: the instrument was found to have a broken conductor wire at the proximal end. The conductor wire was broken at the waterfall pulley. The instrument failed the electrical continuity test the root cause of broken conductor wire is typically attributed to manufacturing. A review of the instrument log for the mcs instrument (pn# 470179-19 lot# k14210830-0018) associated with this event has been performed. Per logs, the instrument was last used on (B)(6) 2022 on system sk4357 for approximately 1 hour 37 minutes. The alleged event occurred on the 9th use of the instrument with 1 life remaining. No image or procedure video was provided for review. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: the instrument had conductor wire damage. The damaged/broken conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.